Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was malignant pain. It was reported the patient suffered bodily injury and passed away on (B)(6) 2016 due to workman defects, negligent acts, omissions, care and treatment.